Event description:
Boston scientific received information that this patient experienced phrenic nerve stimulation the day following implant. The right atrial (ra) lead thresholds had increased as well. The lead was possibly microdisloged and as a result the lead was repositioned to septal wall. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.